Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's charger is intermittently communicating with the ipg. It was also reported the patient's programmer reflects a "low battery/stim off" warning. Troubleshooting was unable to resolve the issues. Additional information revealed the patient's programmer now reflects a communication error and the charger will no longer recharge the ipg. As such, the patient will consult with a physician as the next course of action.